Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Patient was implanted with a pacemaker on (B)(6) 2015, programmed in vvi 95min-1, with rate response activated (only g sensor). During the follow-up performed on (B)(6) 2015, the rate response was unexpectedly found deactivated. G sensor was programmed again. No abnormal behavior was observed during the next follow-up on (B)(6) 2015. However, during the follow-up performed on (B)(6) 2015, the rate response was once again found deactivated.